Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. In approximately (B)(6) 2025 the patient noticed a decrease in therapy and requested assessment. Xray imaging was performed and showed the implanted lead had migrated away from the original implant location. The patient was seen by a nalu representative several times to reprogram the system in attempt to improve therapy without invasive measures. After several reprogramming sessions the patient requested to remove the system and declined option to revise/reposition the lead to recapture therapy. On (B)(6) 2026 a full system explant was performed per the patient's request.

Manufacturer narrative:
There are no reported events leading up to the change in therapy and no specific cause has been identified for the lead migration. Migration is a known inherent risk of implantable neuromodulation systems.